Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6), two (2) batteries ((B)(6)), two (2) controller ac adapters ((B)(6)), and one controller dc adapter ((B)(6)) were not returned for evaluation. One (1) controller ((B)(6)) and fifteen (15) batteries ((B)(6)) were returned for evaluation. A review of (B)(6)¿s manufacturing documentation confirmed that the associated device met all requirements for release. A review of the manufacturing documentation associated with the other devices was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis associated with (B)(6) revealed that the batteries passed visual inspection and functional testing. Visual inspection of (B)(6) revealed wear to the battery connector. The worn connector did not affect the functionality of the device; the battery was able to adequately connect to a test controller. However, functional testing revealed that the battery was programmed with an incorrect chemistry ID firmware file, affecting the battery¿s estimation of its relative state of charge (rsoc). Internal visual inspection of the batteries did not reveal any anomalies. Failure analysis of (B)(6) revealed that the returned controller passed functional testing. Visual inspection revealed contamination within both power ports. Internal visual inspection revealed a crack on standoff post one (1) within the controller housing; this is an additional finding, not related to the reported event. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Supplemental testing also revealed contamination within the pins. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events involving (B)(6) that were due to momentary disconnections, as well as momentary disconnection that did not lead premature power switching involving (B)(6) an additional battery and a power adapter within the analyzed period. The associated batteries and power adapters had been lubricated prior to release. Log file analysis also revealed fourteen (14) controller power up events with associated pump start events were logged between (B)(6) 2025 and (B)(6) 2025, indicating losses of power. The controller was without power for an average of twelve (12) seconds per loss of power. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the first three losses of power were not available. Power switching involving (B)(6) was observed leading up to the loss of power on (B)(6) 2025. No anomalies were recorded leading to the other losses of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 14:51:00, indicating a physical disconnection of the driveline from the controller. Additionally, log file analysis revealed (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. Log file analysis associated with (B)(6) and (B)(6) did not reveal any anomalies within the analyzed period. Log file analysis also revealed one (1) low flow alarm logged on (B)(6) 2025 at 03:07:01. The observed low flow alarm is an additional finding not related to the reported event. Log file analysis revealed that (B)(6) were not in use within the analyzed period. As a result, the reported power switching events involving (B)(6) and the power adapters, and the reported controller loss of power events were confirmed. The reported events involving (B)(6) could not be confirmed due to insufficient evidence. The reported vad stop event could not be confirmed; however, it is likely that the loss of power events were perceived as the reported vad stop events. Based on the available information, the device may have caused or contributed to the reported event. The most likely root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of observed incorrect chemistry ID can be attributed to a battery programmed with the incorrect chemistry ID during the manufacturing process. CAPA pr00471739 was opened to investigate this issue. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported beeps and power switching events can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries and power adapters fall in scope of this CAPA. A possible root cause of the battery cycle counts greater than 500 can be attributed to the batteries reaching the end of their useful life. Based on the available information, the most likely root cause of the observed worn/ damaged connectors event can be attributed to normal wear over time and/or the handling of the device. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the vad disconn ect alarm can be attributed to a physical disconnection of the driveline from the controller. Per the instructions for use, worsening heart failure and respiratory dysfunction are known potential complications associated with the implantation of a vad. Based on the review of patient's reported medical history, it was noted that the patient has a history of worsening heart failure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted to add additional devices to this report. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2022 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-dec-2021 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-may-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date:20-may-2018 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sep-2023/ serial#: (B)(6) d9: no h3: no h4: mfg date: 21-sep-2022 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2022 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-dec-2021 h5: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient says they have not disconnected both power sources at the same time.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6947m62 lead, dvfb1d4 ICD implant date: (B)(6) 2017 h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 17-sept-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 17-sept-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024/ serial#: (B)(6) d9: no h3: no h4: mfg date: 17-sept-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 17-sept-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 17-sept-2023 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2021 / serial#: (B)(6) d9: no h3: no h4: mfg date: 12-dec-2020 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-sept-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 17-sept-2023 h5: no d1: heartware ventricular assist system - controller ac adapter d4: model#: 1430 / catalog#: 1430 / expiration date: 29-feb-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 22-nov-2021 h5: no d1: heartware ventricular assist system - controller dc adapter d4: model#: 1440 / catalog#: 1440 / expiration date: 31-oct-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 23-aug-2021 h5: no . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient experienced multiple device-related issues involving batteries. Log file data revealed the controller exhibited several losses of power associated with vad stop events since july 6, 2025, which were as associated with controller alarms and power switching between several batteries, controller ac adapter (cac), and controller dc adapter (cdc). The patient indicated hearing single beeps indicative of power switching and stated that both power sources were not disconnected at the same time. It was noted that the patient was using old and recalled batteries. The site planned to have the patient bring all power sources to the clinic for replacement, and it was recommended to exchange all power sources, including ac and dc adapters. The controller remains in use. The batteries, cac, and cdc were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 04-dec-2024 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 04-dec-2024 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 04-dec-2024 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 04-dec-2024 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: d31-dec-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 05-dec-2024 h5: no d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-dec-2025 / serial#: (B)(6) d9: no h3: no h4: mfg date: 05-dec-2024 h5: no d1: heartware ventricular assist system - ventricular assist device (vad) d4: model#: 1103 / catalog#: 1103 / expiration date: 30-june-2019 / serial#: (B)(6) d9: no h3: no h4: mfg date: 30-june-2017 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that all power sources were exchanged, but patient c/o "the same issue" is happening. Log files showed two vad stops on (B)(6) 2025 and (B)(6) 2025. The patient was admitted to the hospital for heart failure.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient called and had low priority beep with both batteries connected. One with two bars and the other with three. It was concluded this was a power disconnect alarm and a symptom of power switching (loss of power on one side). The patient was instructed to not use the two batteries that were connected. An expedited clinic visit was planned for the controller to be exchanged.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Additional products: d1: heartware ventricular assist system - controller ac adapter d4: model#: 1430 / catalog#: 1430 / expiration date: 31-july-2026 / serial#: (B)(6). D9: no h3: no h4: mfg date: 23-nov-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had come to the hospital to have a right heart catheterization (rhc) due to some worsening shortness of breath and was found to be in florid heart failure.